Manufacturer narrative:
(B)(4). Batch # t5an5d. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with the cartridge deck damaged, the knife exposed and the proximal 52 drivers up and the remaining drivers were down with staples present and the swing tab in the locked position. No functional test could be performed due to the condition of the device. The damage to the cartridge deck is consistent with the device being clamped over a hard object. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the knife did not move forward during use. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.